Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during deaccess of the deltec® gripper plus® safety needle, the needle was "pulled up through the safety of the device." According to the report, the safety of the device did not lock and needle went through the bottom of the plastic base and was fully exposed. It was reported that no medical intervention was required and that no patient or clinician injury occurred.